Event description:
Sureform 45 curved-tip stapler had a missfire while clamped on the pulmonary artery with blade out. Manufacturer response for staple, implantable, sureform (per site reporter). Reporting facility submitted product failure to myintuitive.